Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed a particle present in the area of the dialyzer header. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The identification and origin particulate was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "impurities" were observed in the header of a revaclear 300 during priming. There was no patient involvement. No additional information is available.